Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the right coil is not clearly positioned in the fallopian tube") in an adult female patient who had essure inserted (lot no. 628319) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy with contraceptive device in 2008 and smoker, intentional overdose, dependence on opiates, parity 4, multi gravida, hepatitis c, vaginal itching, left lower quadrant pain, depressive disorder, depressive disorder, suicidal ideation, headache, pyelonephritis, pelvic pain, abdominal pain and cystitis. Previously administered products included: tylenol. The patient had a family history of breast cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015. In 2015, she experienced pregnancy with contraceptive device ("she estimates about 5 weeks pregnant/patient has essure implants and has gotten pregnant twice with them"). On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral partial salpingectomy). At the time of the report, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on an unknown date. 3061.125g was the reported birth weight. The apgar score was 8, 9 (at 1 and 5 minutes). The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: she was told use backup birth control, but did not. Intrauterine pregnancy at 38+ weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.743 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2009: findings: bilateral essure devices are in place. Impression: no renal calculus or obstruction. A few mildly prominent mesenteric lymph nodes. This is non-specific finding and could be related to mesenteritis. A follow up CT in 6 months is recommended to document resolution. Imaging of tile pelvis shows no acute process. Bilateral essure devices are noted [computerised tomogram pelvis] on 23-mar-2012: there are bilateral essure coils noted. Impression: there is asymmetric fat stranding present involving the right kidney. No evidence of urinary tract calculi or hydronephrosis. These findings are nonspecific, but could indicate pyelonephritis in the appropriate clinical setting. Previously noted mesenteric lymph nodes are stable. Bilateral essure coils are noted in the pelvis. The right coil is not clearly positioned in the fallopian tube. Consider correlation with hsg if clinically indicated. [Hysterosalpingogram] on (B)(6) 2009: findings: speculum placement and injection of contrast was performed. The endometrial canal is opacified and appears normal. Bilateral essure devices are in place. Contrast does not enter either fallopian tube or spill into the peritoneum on the current exam. Impression: properly functioning bilateral essure devices; on (B)(6) 2015: hysterosalpingogram showed that there was patency on one tube. She was told use backup birth control, but did not. She has had 2 pregnancies since. She will undergo bilateral salpingectomies. [Pathology test] on (B)(6) 2015: bilateral partial salpingectomies: no histopathologic abnormality. Gross description: portion of bilateral fallopian tubes, consists of 2 pink tubular portions of soft tissue. The first is 3.1 cm long, up to 0.7 cm wide, the second is 2.9 cm long, up to 0.7 cm wide. [Pregnancy test] on (B)(6) 2015: positive. [Ultrasound pelvis] on (B)(6) 2015: single intrauterine gestational and yolk sacs seen. Gestational age is approximately 5 weeks 5 days by mean sac diameter. Bilateral essure fallopian tube de vices in place. Trace volume of echolucent free fluid. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. The following amendment was made: upon internal review pregnancy information updated and pregnancy outcome added. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the right coil is not clearly positioned in the fallopian tube") in an adult female patient who had essure inserted (lot no. 628319) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy with contraceptive device in (B)(6) 2008 and smoker, intentional overdose, dependence on opiates, parity 4, multi gravida, hepatitis c, vaginal itching, left lower quadrant pain, depressive disorder, depressive disorder, suicidal ideation, headache, pyelonephritis, pelvic pain, abdominal pain and cystitis. Previously administered products included: tylenol. The patient had a family history of breast cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015.. In (B)(6) 2015 she experienced pregnancy with contraceptive device ("she estimates about 5 weeks pregnant / patient has essure implants and has gotten pregnant twice with them"). An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral partial salpingectomy). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: she was told use backup birth control, but did not. Intrauterine pregnancy at 38+ weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.743 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2009: findings: bilateral essure devices are in place. Impression: 1. No renal calculus or obstruction. 2. A few mildly prominent mesenteric lymph nodes. This is non-specific finding and could be related to mesenteritis. A follow up CT in 6 months is recommended to document resolution. 5. Imaging of tile pelvis shows no acute process. Bilateral essure devices are noted [computerised tomogram pelvis] on (B)(6) 2012: there are bilateral essure coils noted. Impression: 1. There is asymmetric fat stranding present involving the right kidney. No evidence of urinary tract calculi or hydronephrosis. These findings are nonspecific, but could indicate pyelonephritis in the appropriate clinical setting. 2. Previously noted mesenteric lymph nodes are stable. 3. Bilateral essure coils are noted in the pelvis. The right coil is not clearly positioned in the fallopian tube. Consider correlation with hsg if clinically indicated. [Hysterosalpingogram] on (B)(6) 2009: findings: speculum placement and injection of contrast was performed. The endometrial canal is opacified and appears normal. Bilateral essure devices are in place. Contrast does not enter either fallopian tube or spill into the peritoneum on the current exam. Impression: properly functioning bilateral essure devices; on (B)(6) 2015: hysterosalpingogram showed that there was patency on one tube. She was told use backup birth control, but did not. She has had 2 pregnancies since. She will undergo bilateral salpingectomies. [Pathology test] on (B)(6) 2015: bilateral partial salpingectomies: no histopathologic abnormality. Gross description: portion of bilateral fallopian tubes, consists of 2 pink tubular portions of soft tissue. The first is 3.1 cm long, up to 0.7 cm wide, the second is 2.9 cm long, up to 0.7 cm wide. [Pregnancy test] on (B)(6) 2015: positive [ultrasound pelvis] on (B)(6) 2015: single intrauterine gestational and yolk sacs seen. Gestational age is approximately 5 weeks 5 days by mean sac diameter. 2. Bilateral essure fallopian tube de vices in place. 3. Trace volume of echolucent free fluid. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the following amendment was made: event - device ineffective deleted, patient medical history and lab data added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the right coil is not clearly positioned in the fallopian tube") in an adult female patient who had essure inserted (lot no. 628319) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy with contraceptive device in 2008 and smoker, intentional overdose, dependence on opiates, parity 4, multi gravida, hepatitis c, vaginal itching, left lower quadrant pain, depressive disorder, depressive disorder, suicidal ideation, headache, pyelonephritis, pelvic pain, abdominal pain and cystitis. Previously administered products included: tylenol. The patient had a family history of breast cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015. In 2015 she experienced pregnancy with contraceptive device ("she estimates about 5 weeks pregnant / patient has essure implants and has gotten pregnant twice with them"). On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral partial salpingectomy). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: she was told use backup birth control, but did not. Intrauterine pregnancy at 38+ weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.743 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2009: findings: bilateral essure devices are in place. Impression: 1. No renal calculus or obstruction. 2. A few mildly prominent mesenteric lymph nodes. This is non-specific finding and could be related to mesenteritis. A follow up CT in 6 months is recommended to document resolution. 5. Imaging of tile pelvis shows no acute process. Bilateral essure devices are noted [computerised tomogram pelvis] on (B)(6) 2012: there are bilateral essure coils noted. Impression: 1. There is asymmetric fat stranding present involving the right kidney. No evidence of urinary tract calculi or hydronephrosis. These findings are nonspecific, but could indicate pyelonephritis in the appropriate clinical setting. 2. Previously noted mesenteric lymph nodes are stable. 3. Bilateral essure coils are noted in the pelvis. The right coil is not clearly positioned in the fallopian tube. Consider correlation with hsg if clinically indicated. [Hysterosalpingogram] on (B)(6) 2009: findings: speculum placement and injection of contrast was performed. The endometrial canal is opacified and appears normal. Bilateral essure devices are in place. Contrast does not enter either fallopian tube or spill into the peritoneum on the current exam. Impression: properly functioning bilateral essure devices; on (B)(6) 2015: hysterosalpingogram showed that there was patency on one tube. She was told use backup birth control, but did not. She has had 2 pregnancies since. She will undergo bilateral salpingectomies. [Pathology test] on (B)(6) 2015: bilateral partial salpingectomies: no histopathologic abnormality. Gross description: portion of bilateral fallopian tubes, consists of 2 pink tubular portions of soft tissue. The first is 3.1 cm long, up to 0.7 cm wide, the second is 2.9 cm long, up to 0.7 cm wide. [Pregnancy test] on (B)(6) 2015: positive [ultrasound pelvis] on (B)(6) 2015: single intrauterine gestational and yolk sacs seen. Gestational age is approximately 5 weeks 5 days by mean sac diameter. 2. Bilateral essure fallopian tube de vices in place. 3. Trace volume of echolucent free fluid. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the right coil is not clearly positioned in the fallopian tube") and pregnancy with contraceptive device ("patient has essure implants and has gotten pregnant twice with them") in an adult female patient who had essure inserted (lot no. 628319) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pregnancy (is 16wks preg) in 2008 and parity 4, multi gravida, hepatitis c, vaginal itching, left lower quadrant pain, depressive disorder, depressive disorder, suicidal ideation, headache, pyelonephritis, pelvic pain, abdominal pain and cystitis. The patient had a family history of breast cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (bilateral partial salpingectomy). Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2009: findings: bilateral essure devices are in place. Impression: 1. No renal calculus or obstruction. 2. A few mildly prominent mesenteric lymph nodes. This is non-specific finding and could be related to mesenteritis. A follow up CT in 6 months is recommended to document resolution. 5. Imaging of tile pelvis shows no acute process. Bilateral essure devices are noted [computerised tomogram pelvis] on (B)(6) 2012: there are bilateral essure coils noted. Impression: 1. There is asymmetric fat stranding present involving the right kidney. No evidence of urinary tract calculi or hydronephrosis. These findings are nonspecific, but could indicate pyelonephritis in the appropriate clinical setting. 2. Previously noted mesenteric lymph nodes are stable. 3. Bilateral essure coils are noted in the pelvis. The right coil is not clearly positioned in the fallopian tube. Consider correlation with hsg if clinically indicated. [Hysterosalpingogram] on (B)(6) 2009: findings: speculum placement and injection of contrast was performed. The endometrial canal is opacified and appears normal. Bilateral essure devices are in place. Contrast does not enter either fallopian tube or spill into the peritoneum on the current exam. Impression: properly functioning bilateral essure devices [pathology test] on 2015: bilateral partial salpingectomies: no histopathologic abnormality. Gross description: portion of bilateral fallopian tubes, consists of 2 pink tubular portions of soft tissue. The first is 3.1 cm long, up to 0.7 cm wide, the second is 2.9 cm long, up to 0.7 cm wide. [Pregnancy test] on (B)(6) 2015: positive. [Ultrasound pelvis] on (B)(6) 2015: single intrauterine gestational and yolk sacs seen. Gestational age is approximately 5 weeks 5 days by mean sac diameter. 2. Bilateral essure fallopian tube de vices in place. 3. Trace volume of echolucent free fluid. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.